Event description:
The manufacturer became aware of an allegation of a thermal event on a dreamstation auto CPAP. When the user woke up, she reported seeing flames and smoke. The user reported she extinguished the fire at the sink with water. There was no report of patient harm or injury. The devices with power accessories have not yet been returned for investigation. The investigation is on-going. A follow up final will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles from the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.